Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event, and the root cause is therefore unknown at this time. (B)(4). Device (B)(4) (air leak). (B)(4).

Event description:
A medwatch was received indicating that during a vitrectomy procedure, bubbles entered into the patient's eye. No additional details were included. Multiple attempts have been made to obtain additional information, but none has been provided.